Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the patient line of the cartridge broke, cause was unknown. Customer loaded a new cartridge and received a cartridge detection notification. Customer reloaded the cartridge and received a minimum fill notification while the cartridge was filled with 159 units of insulin. The customer reloaded the cartridge successfully and resumed insulin therapy. Customer's blood glucose was in the 270s(mg/dl).